Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No adverse outcome. Blunt items need replacement. End of lifespan. Instruments reported and isolated by sterile service no patient consequence. Old consignment items. Blunt and require replacement.